Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Explant surgery date is in the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified striated opening on posterior and creases fold. Base on the device analysis, the final assessment is: a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.